Manufacturer narrative:
The complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire procedure performed between (B)(6) 2010. According to the complainant, the physician was completing the procedure using a hydrajagwire and noted that the coating of the hydrajagwire frayed. The procedure was completed with this device and there were no fragments of the hydrajagwire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a hydrajagwire procedure performed between (B)(6) 2010. According to the complainant, the physician was completing the procedure using a hydrajagwire and noted that the coating of the hydrajagwire frayed. The procedure was completed with this device and there were no fragments of the hydrajagwire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4).